Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-product analysis: the device was returned and evaluated by product analysis on 06/11/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed two replace battery alarms. The battery compartment was cracked. A pump case crack was observed. Moisture was observed within the display. Leak testing revealed leaks at the battery compartment and pump case crack. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump¿s electrical power draws were within specification. Moisture was observed on the pump¿s printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.